Manufacturer narrative:
Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver broke where the shaft meets the handle during removal of a retrograde nail on (B)(6) 2018. The surgeon could not find the correct screwdriver to remove the lag screw that was stuck distally in the tibia. While trying to locate the correct screwdriver, the surgeon broke the complaint screwdriver. There was a slight delay until a back-up was found. The case was successfully completed. This complaint involves 1 device. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient underwent a removal of a retrograde nail on (B)(6), 2018. The screw was no longer needed to hold the anterior cruciate ligament (acl) graft in the tibia. The surgeon could not find the correct screwdriver, so he attempted to use the synthes screw removal set to remove the lag screw that was stuck distally in the tibia. It was also reported that the hardware removed was not a synthes device. It was reported that there was a surgical delay of 4-5 minutes. There were no fragments generated. It was reported that the patient and surgery¿s outcome was successful. Concomitant device/s reported: handle with mini quick coupling ( part # 311.01, lot # 5574504, qty 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history records review was completed for part# 314.451, lot# 9876234. Manufacturing location: haegendorf, release the warehouse date: apr 12, 2016. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The received device was inspected at customer quality and the complaint of broken shaft was confirmed. Visual inspection observed that the portion of the connection end of the shaft was broken. Broken fragments were not returned. Additionally, the edges of hex tip were worn and slightly deformed. Whether this complaint could be replicated is not applicable because the device was returned broken. Relevant drawings for the returned device were reviewed, and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was performed at the breakage measured 1.8 mm (ca 814) that falls within specifications of 1.74 mm to 1.8 mm. Additionally, dimensional analysis performed at the hex tip of the screw driver measured 2.33 mm that falls within the specifications of deep [2.324/2.334] or shallow [2.320/2330] t8 tip. A device history review was performed for the returned instrument¿s lot number and no non conformance reports, material review report or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage. Also, complaint description stated that surgeon chose this screwdriver as he could not find the correct screw driver to use. Therefore, it is possible that the device would have subjected to unintended forces that could have led to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the shaft did not have any issue as it fit with the other handle in the tray.